Event description:
A surgeon reported that following lasik surgery, a patient was over corrected in the right eye. The surgeon has agreed to provide additional details, however, the information has not yet been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).